Manufacturer narrative:
Device evaluated by mf: returned product consisted of a coyote es balloon catheter with a 0.014" guidewire stuck inside the guidewire lumen. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple buckling along the guidewire lumen. The balloon is separated 147.5cm from the hub. The guidewire lumen is separated into two pieces on the guidewire. One piece is 168.8cm and the other section is 67.7cm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon and the difficulty to remove.

Event description:
It was reported that balloon rupture occurred and removal difficulties were encountered. The 90% stenosed taget lesion was located in the non-tortuous and severely calcified tibial peritoneal trunk. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 3-4 atmospheres, the balloon ruptured and a part of balloon could not be removed. The unretrieved part was attempted to be snared and another balloon was placed to drag the piece but failed to be removed. A stent was placed and pinned the balloon piece against the vessel wall and the procedure was completed. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred and removal difficulties were encountered. The 90% stenosed target lesion was located in the non-tortuous and severely calcified tibial peritoneal trunk. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 3-4 atmospheres, the balloon ruptured and a part of balloon could not be removed. The unretrieved part was attempted to be snared and another balloon was placed to drag the piece but failed to be removed. A stent was placed and pinned the balloon piece against the vessel wall and the procedure was completed. No patient complications were reported.